Event description:
Pt s/p coronary angioplasty and stent placement on (B) (6) 2010. Post procedure, right groin sheath was removed, hemcon patch and manual pressure applied for approx 25 mins followed by a sandbag to site and bedrest. Approx, 2 1/2 hours post sheath removal, pt was transferred per cart to unit bed. At that time, pt used bedpan to void and experienced re-bleeding at site. This warranted manual pressure on right femoral artery until bleeding subsided. Resumed activity restriction (bedrest) with hob no greater than 15 degrees and mobility restriction of right leg. The pt was discharged home on (B) (6) 2010 without complications.